Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string pulled out upon removal of the pessary. She was not able to remove the pessary. She went to the doctor to get the pessary removed. Consumer stated she is fine.